Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the blood gas monitor generated an f030 system initialization failure error message. The device was used for the procedure. There was no adverse consequences to a pt as a result of this event.